Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the insertion flexible tube (ift) buckled, the suction channel buckled, the angle wire play, the air/water nozzles missing, the objective lens unit scratched, the bending rubber dirty, the insertion flexible tube (ift) dirty, the distal body dirty, the lcb distal cover glass dirty, and the junction case loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.